Manufacturer narrative:
The complaint was received and forwarded to the manufacturing facility for investigation. Device history record review was not completed because a lot number was not provided by the customer. No sample was returned for investigation; therefore a root cause could not be determined. We will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
Hot pack burst during activation and contents splashed on the clinician¿s chest, hands, and face. No injury, just washed with soap and water. No demographics provided for the nurse.